Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiogenic shock and runs of ventricular tachycardia (vt). It was also reported that the implantable pulse generator (ipg) exhibited intermittent undersensing of atrial tachycardia/atrial fibrillation (at/af) due to events falling into the blanking period. It was also reported that the right ventricular (rv) lead exhibited diminished r waves. The ipg and lead remain in use. No further patient complications have been reported as a result of this event.